Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. We are working on the device history record (DHR), once we get more information it will be submitted in the supplemental. Concomitant products: pentaray nav high-density mapping catheter (model# unknown, lot# unknown); carto 3 system (model# unknown, serial# unknown); smartablate¿ system irrigation pump (us) (model# m-4900-08, serial# (B)(4)); baylis transseptal needle (model# unknown, lot# unknown); st jude medical agilis, 8.5 french sheath (model# unknown, lot# unknown). Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, the smartablate¿ system irrigation pump showed motor interface error. Multiple reboots of pump successful in fixing error. Another smartablate pump was borrowed from another account in anticipation of continued errors. Borrowed pump was used for the second half of the procedure with no errors or complications. The motor interface error has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. At the end of the procedure, cardiac tamponade was confirmed by echocardiogram. Pericardiocentesis was performed to remove 500 cc of fluid from the pericardium. A drainage catheter was left in pericardium. Extended hospitalization was required as a result of the adverse event. Patient status was improved and stable after pericardiocentesis. Patient was sent to intensive care unit for observation. The day after event, the patient's status was stable and improved. The physician¿s causality opinion is unknown. Transseptal puncture was performed with a baylis transseptal needle. A st jude medical agilis, 8.5 french sheath was used. The generator was used in power control mode with stsf default thresholds on smartablate generator. Power was titrated between 25w and 30w. The target setting was unknown before the event as pericardial effusion was discovered at end of procedure. The patient received anticoagulant (unspecified) with an activated clotting time (act) of 300 seconds. The catheter was in close proximity to a pentaray nav high-density mapping catheter during the case, and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
It was reported that a 65-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis. Additional information was received on 1/9/2019, indicating that the device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacture reference no: (B)(4).